Event description:
It was reported that the epicardial left ventricular (lv) lead was causing diaphragmatic stimulation and was programmed off. As a result, the implantable cardioverter defibrillator (ICD) is no longer pacing in bi-ventricular (bi-v) mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2009; a 6726 y-adapter: (B)(6) 2009; a 6937a implantable tachy lead: (B)(6) 2009; a 6984m lead extender: (B)(6) 2009; a 5076 implantable pacing lead: (B)(6) 2009; a 6947 implantable tachy lead: (B)(6) 2009. (B)(4).